Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 2mg/ml morphine at 0.12 5mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient became infected after the implant on (B)(6) 2019. The physician tried several different antibiotics, but wasn't able to clear the infection. The physician explanted everything and would replace at a later time. It was reported that the issue was resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were reported.